Event description:
Manufacturer rec'd a report from a dealer alleging that the end user was using public transportation when the "wheel fell off". The end user rec'd medical attention for an ear laceration and was hospitalized two days later because of pain and was diagnosed with a fractured hip, which required surgery.